Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2023. The patient was stable.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high pacing impedance, high capture threshold and noise oversensing. It was also noted that patient received inappropriate shock due to noise oversensing. Programming changes were made. The patient was stale.